Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device: 4196 implantable pacing lead (B)(6) 2011; 4568 implantable pacing lead (B)(6) 2000.

Event description:
It was reported that the rv lead had high impedance on the high voltage portions of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.